Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as plate screw misalignment or incomplete plate seating.

Event description:
On 15-dec-2025, a facility representative reported via sems (B)(4) that (qty. 2) (B)(6) 2.4 mm x 22 mm low-profile locking screws would not thread into the plate, but the third one worked. This was discovered during a case with no patient affected. Additional information was received on 17-dec-2025. The rep advised the event occurred during an open reduction internal fixation of a distal radius fracture. A 1.7 drill bit and a correct guide were used prior to inserting the screw, and the bone quality was adequate. Nothing broke, and no additional screws or plates contained a product allegation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.